Event description:
The trainer demonstrating the device to a customer indicates the device will not turn on after the battery was replaced. No pt involvement.

Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The complaint was confirmed. The investigation isolated the cause of the malfunction to insufficient solder joints on an ic (integrated circuit) chip (result code 472) causing an open circuit (result code 122). This open circuit condition caused the device not to complete initialization. Resoldering of the ic connections resolved the issue. After repair, the device performed to specifications and was returned to the customer.